Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device does not upload all the information and does not store all their blood glucose levels. The customer states there was history anomaly. The customer was advised to monitor the device and call back if issues persist. The customer was transferred to bayer for meter issues.